Event description:
It was reported that a small volume intermate elastomeric device was observed with a ruptured during infusion. According to the report, the nurse stated that the intermate was filled with 2 gr rocephine and 100ml g 5%. The reporter stated that there was patient involvement associated with this occurrence but no patient injury, medical intervention, or adverse reaction was associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from february 28, 2013 to march 1, 2013. Evaluation summary: the evaluation of the returned device is complete. During visual inspection, the reservoir was observed to be ruptured. The reported condition was verified. Microscopic inspection of the reservoir showed a marking on the exterior surface, near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.